Event description:
It was reported that during a routine pulse generator change out procedure, an insulation abrasion was noted on the atrial lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.